Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d4, ICD, implanted: (B)(6) 2014; 6935m62, lead, (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found.

Event description:
It was reported that the left ventricular (lv) lead slipped back into the coronary sinus vein, resulting in unstable thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.